Event description:
On (B)(6) 2014, it was reported that the patient often experienced elevated blood glucose levels. The patient thinks the infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).